Manufacturer narrative:
B5 and d6b updated with additional information

Event description:
The air was reportedly seen in aorta on transesophageal echocardiogram (tee).

Event description:
A 78-year-old female with an indication for acute myocardial infarction/cardiogenic shock was presented to the lab for emergent impella support. During the procedure, the team questioned the presence of air after the impella was inserted and started. The attending technician confirmed that the impella purge was properly primed and ready prior to insertion. The reported issues include the presence of air noted after impella initiation and prior groin bleeding managed with transfusion. Device performance post-placement was within expected parameters, and patient hemodynamics were stable. The patient remains on support, and survival outcome at explant is pending.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Air embolism/anemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/ major bleed: the cause of access site adverse event/ major bleed was most likely unintended use error caused or contributed to the event due to patient movement during sedation weaning and the bleeding event resolved upon angle matching and best practices applied. Device history review: the device passed all post sterile inspection checks.